Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient became hypotensive. Transesophageal echocardiogram (tee) identified a small pericardial effusion at the apex and base of the pericardium. A pericardiocentesis was performed and 300ml of blood was drained. The patient stabilized and was transferred to the intensive care unit to complete recovery. The patient fully recovered and was discharged six days post index procedure.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient became hypotensive. Transesophageal echocardiogram (tee) identified a small pericardial effusion at the apex and base of the pericardium. A pericardiocentesis was performed and 300ml of blood was drained. The patient stabilized and was transferred to the intensive care unit to complete recovery. The patient fully recovered and was discharged six days post index procedure. It was further reported cardiac tamponade occurred in conjunction with the pericardial effusion.

Manufacturer narrative:
B5 describe event or problem updated. H6 patient codes updated.